Event description:
The pt is a 46-yr-old white female who, in 1978, had bilateral breast augmentation using gel-filled implants. She developed weight gain, rash on face, cheeks, nose, and forehead and acne on the face and neck area. She has a loss of short-term memory in the 1980's and at the present time, she has a termendous amount of neck tightness with headache and pain, arthralgias in the hip shoulders and elbow regions and muscle spasms. The pt also has fatigue and depression. She has breast pain in the axillary, sternal and nipple area and deep in the breast, dry eyes and numbness and tingling in her hands. Xeromammogram and ultrasound confirm bilateral ruptured implants with extracapsular rupture on the left. The pt also has melasma in the cheeks and skin area. She has multiple tender points in the "classical fibromyalgia trigger area." Because of bilateral ruptured implants, breast pain and systemic symptoms that may be both implants. Total capsulectomy is medically necessary because of rupture.